Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's smart device was not connected to the sensor. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation but investigation window does not reflect the alleged device or the alleged issue. The reported event could not be confirmed. A root cause could not be determined.